Manufacturer narrative:
This case is deemed a reportable malfunction because a leaking feeding tube, if discovered during use will not deliver the prescribed nutritional requirements to the pt and would require replacement, necessitating removal and re-insertion of a new one. Nasally re-intubating a neonate, exposes the pt to the risk for serious procedural complications like perforation or misplacement of the device. Also, pts may require repeated x-rays to confirm the tube placement. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is expected.

Event description:
Reporter states that several attempts were made in applying the device to the pt. This repeated attempts made the pt annoyed, because the defect was not noticed on the first attempt and the tube seamed to be free of holes.